Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 48 months ago. The aneurysm was 5.5 cm in diameter and the vessel morphology was not reported. It was reported tht there was a type 1 endoleak present post implant; however, it had resolved at the one month follow-up. Recent info was provided indicating that the size of the aneurysm shrunk from 5.5 cm to 4.2 cm at the 1-month visit. At the 4 - year visit, the proximal type 1 endoleak was found to have once again appeared. Comparing the 3 and 4 - year CT, it appears that the endoleak was caused by a progression of the aneurysmal disease. The aneurysm is close to the renal arteries; therefore, the physician has not proposed an intervention. No additional clinical sequelae were reported.

Manufacturer narrative:
(Requires secondary intervention) eval: results: patient's condition affected effectiveness of device (progression of the aneurysmal disease). Inherent risk of procedure (endoleak). Eval: conclusion: device failure/lack of effectiveness related to pt condition (progression of the aneurysmal disease).